Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 14th october 2012 and performed to specification up to the 30th march 2014. The device records temperatures below the recommended minimum operating temperature. Between the 30th march 2014 and the final history log entry on the 29th september 2015 the device recorded multiple manual power ups of mainly ten minutes duration. The pad-pak became depleted during this time. The returned pad-pak was inserted, the device did not power on. A test pad-pak was installed and passed a self-test, some instructional leds remained illuminated, this indicates a fault. The device powered off with a warning memory full and a flashing green status led. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The corrosion found on the membrane tail would have caused the device to switch on automatically prematurely depleting the pad-pak, the damage to the microprocessor and intermittent failure of the on/off button.

Event description:
There was no patient involved in this event. Pad-pak became depleted before expiry (2016).